Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) years old white female patient had impella cp optical pump inserted in the left femoral artery (lfa). The patient was being transferred from another hospital, upon arrival to the intensive care unit (ICU) the patient had significant oozing at the groin site, a vascular surgeon had to repair the artery, 8-10 units of red blood cells (rbcs) was given, and 3-4 units of platelets was given.